Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions," and ¿postoperative bone fracture and pain.¿ this report is number 2 of 2 mdrs filed for the same event ((B)(4)).

Manufacturer narrative:
The head and liner appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Parts were measured and the size of the head was found to be within print specification. The spherical radius of the cup was found to be slightly out of print tolerance, which is not unusual after extended use. Roundness of the cup was found to be slightly out, but this could be caused by the removal process. Review of the deviation history as well as device history records for each part indicates no abnormalities.

Event description:
It was reported that patient underwent a total hip arthroplasty with m2a taper on (B)(6) 2008. Subsequently, patient was revised (B)(6) 2014 due to pain. The surgeon reported the presence of pseudotumor. No damage or scratches were noted on the surface of the implants. The head, cup, and the liner were removed and replaced.